Event description:
The pt was to receive a three isocenter treatment of the gamma knife. The first shot was completed without incident. During couch withdrawal on the second shot, the bed moved out to within 4" short of the final position. The door did not close. The customer attempted to close the door remotely, but this did not work. Physician went into room and manually drew couch to final position. Pt was escorted from room, and the physicist returned to hyrdraulic room and used the lever to close the shielding door. Customer attempted to close the door remotely, but this did not work.